Event description:
It was reported that the patient had a loss of therapeutic effect and was not able to make adjustment both with and without the antenna attached. The patient was trying to increase stimulation, but the therapy ¿didn¿t seem to be working lately.¿ the patient had urinary retention and pain ¿everywhere on her body.¿ the patient had arthritis, and possibly fibromyalgia as well as her body and muscles ached all over. Follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Product ID 3889-28, lot# v926179, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that they had received assistance from their doctor or manufacturer representative (rep) and their concerns were resolved. It was also stated that they were still having concerns but were working with their doctor or rep.

Manufacturer narrative:
(B)(4).